Event description:
It was reported that the customer was treated by paramedics due to a blood glucose reading of 29 mg/dl. The paramedic treating the customer requested assistance placing the insulin pump into the suspend mode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.